Event description:
The manufacturer received information alleging a patient's trach started bleeding while using a ventilator. The patient was suctioned, and CPR was initiated. It was reported that the patient was transported in ambulance to the hospital on (B)(6) 2022 and passed away that night around 21:00. The police heard from the facility that there had been no abnormality in the device. The device settings at the time of the event were assist control, tidal volume 325ml, respiratory rate 11, inspiratory time 1.1seconds, peep of 3, flow sensitivity of 7lpm, circuit disconnect set to 10 seconds, high inspiratory pressure alarm of 40, low inspiratory pressure alarm of 5, and a low minute volume alarm of 2. The circuit being used was an active pap, circuit for plv. During the last periodic check, the peak inspiratory pressure was 20, peep of 3, respiratory rate of 11, tidal volume 314, and a minute ventilation of 3.5l. The device was collected by the police. The device was evaluated by the police with the sales representative's guidance on how to find the alarm log and basic functions of the device. It was determined by the police that the device behaved properly. The device was then returned to the manufacturer for evaluation. Operational testing confirmed no abnormality. The functional test confirmed a time lag was present, however the internal check confirmed no abnormality and that no device failure occurred.